Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for an initial implant procedure. During the procedure, high impedance values were noted on the right ventricular lead. The lead was explanted and replaced. The patient's condition was stable before, during, and after the procedure.